Event description:
It was reported that approx 6 hours after insertion of the iab, blood was observed leaking at the cuff. As a result of this, the iab was removed and replaced. There were no associated pt complications.